Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. The rupture was discovered during the subsequent revision. Concomitant products: 500cc mentor memorygel breast implant (catalog number 3507500bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant. During a subsequent revision procedure on (B)(6) 2019, the surgeon noticed that the left-sided device was ruptured. As initially planned, the surgeon removed the patient's left-sided device and replaced it with an unspecified allergen breast implant.

Manufacturer narrative:
On 1/24/2020, the product investigation was completed. Device investigation summary: during visual analysis of the sample, an area of delamination was identified at patch with leak. Causes of the leakage of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).